Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the failure was an open pulse wire in the cable connecting ECG "a" and ECG "b" to the front therapy electrode, and an open pulse wire in the cable connecting the distribution node (dn) to ECG "b". The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.